Event description:
The user has experienced recurring episodes of swelling in the area of the internal component. The first episode occurred around 2 years ago, in 2022. The recipient has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The device was explanted 6 years after implantation due to recurrent episodes of swelling that did not resolve with medical treatment. With the available information, it appears to be likely related to an infection that was not eradicated with the provided treatment. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Given this, and the timing of the symptoms, no information points towards the implant being the source of the possible infection, but its contribution to the severity of the infection cannot be ruled out. This is a final report.

Manufacturer narrative:
Additional information: device explanted 6 years after implantation due to recurrent episodes of swelling that did not resolve with medical treatment. With the available information, it appears to be likely related to an infection that was not eradicated with the provided treatment. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Given this, and the timing of the symptoms, no information points towards the implant being the source of the possible infection, but its contribution to the severity of the infection cannot be ruled out. No in situ measurements have been received for investigation. However no allegation was made against the device. The device was explanted but has not been received for investigation yet.

Event description:
The user has experienced recurring episodes of swelling in the area of the internal component. The first episode occurred around 2 years ago, in 2022. The user has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has experienced recurring episodes of swelling in the area of the internal component. The first episode occurred around 2 years ago, in 2022. Explantation surgery is scheduled for (B)(6) 2024.